Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified alarm occurred. Additionally, it was reported that a cartridge did not fit onto the pump. It was also reported that the pump touchscreen display was glary and was unreadable. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.